Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl) while wearing the pod between 37 and 48 hours on the arm. It was noted that the cannula was bent upon removal of the pod. Hyperglycemia treated with a new pod.